Event description:
It was reported that during shoulder scope procedure, two (2) disposable kits shoulder q-fix broke while drilling. A backup device was available to complete the procedure with no delay or other complications.

Event description:
It was reported that during shoulder scope procedure, the disposable kit shoulder q-fix broke while drilling. A backup device was available to complete the procedure with no delay or other complications.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed that the kit were returned in original box with the batch number of the complaint. No deficiency of either obturator. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder scope procedure, the disposable kit shoulder q-fix broke while drilling. A backup device was available to complete the procedure with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.